Manufacturer narrative:
With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Sepsis and driveline and wound infections are potential complications that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, duration of time on vad support and history of recurrent polymicrobial infections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the clinical data site that on (B)(6) 2014, one week prior to presentation to the emergency department (ed), the patient reports she has had difficulty eating due to right sided throat pain, then on the night prior to admission she fell x2-once hitting her left  throat.  She also complained of weakness and malaise, and a fever of 102.  Temperature on admission was 39.1 c, bp 79/61, hr 81, and rr 20.  Admission labs were:  wbc 13.4, blood cultures done.  Computed tomography (CT) of head, neck cervical neck was negative.  Patient was started on vancomycin and zosyn. On (B)(6) 2014 otolaryngology consult result did not support the neck issues as the source of fever and recommended tte to rule out endocarditis. Transesophageal echocardiography (tte) was not done.  On (B)(6) 2014 infectious disease (ID) was consulted. Wbc was back to normal, blood cultures grew non-hemolytic strep; viridians strep bacteremia diagnosed.  Antibiotics changed to ceftriaxone and metronidazole. Blood cultures were repeated and were negative x4.  CT of head repeated and was negative. On (B)(6) 2014 no temperature spikes were noted within 24 hours.  Ultrasound of the neck was done but only thyroid done, which showed "unremarkable sonographic appearance of the thyroid".  On (B)(6) 2015 there was no fever and on (B)(6) the patient was discharged home. On (B)(6) 2014 the patient was seen in clinic for post hospitalization follow up and the patient stated she feels more like herself and antibiotics continue. No additional information available.